Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer had not reported the symptoms. The customer was treated with insulin pen. Customer¿s high blood glucose level was 450 mg/dl. Customer declined troubleshoot for high blood level. Customer also stated that sites hardening and getting infected. Customer was assisted troubleshoot for site issues. Customer stated that there were swelling, hardness, redness at thigh, leg , abdomen. Customer's current site does show signs of infection. The product was not returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The additional information has been provided with this report.

Event description:
(B)(6)